Event description:
It was reported by the customer that a pyxis medstation es system had frozen. The customer stated that the surgery device has been frozen since (B)(6) 2025 in the morning causing a delay in dispensing medications to the patient. The customer attempted to restart the station, but issue was not resolved. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that device had been recovered. The resolution was taken from the master case (B)(4). The system functioned as intended after the customer troubleshooted the device.